Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Complaint history was reviewed for the corresponding catalog number, and no adverse trends were identified. As the device was not available for inspection, the reported failure mode could not be confirmed, and a root cause could not be established. H3 other text: device not returned for evaluation.

Event description:
It was reported that an oasys torque wrench was worn. There were no reported adverse consequences.

Event description:
It was reported that an oasys torque wrench was worn. There were no reported adverse consequences.